Event description:
It was reported that a sharp drop in remaining battery voltage was observed on the device. Abbott technical support reviewed device session records and confirmed the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. Analysis of the device image revealed the device was drawing high current. Electrical testing was performed and confirmed high current drain from the hybrid. An anomalous integrated circuit was revealed to be the cause of the high current drain and premature battery depletion.